Event description:
It was reported that this implantable cardioverter defibrillator (ICD) switch into safety mode, a device status that permanently limits available therapy to specific settings. In addition, this ICD recorded a code 1007 message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Reportedly, this patient previously had a bypass surgery and this device was turned off for procedure. After the procedure, the pace impedance was high and the pacing threshold was elevated once the device was turned back on again. Patient came into the office for further evaluation. The patient denies having any shock therapy recently. Subsequently, this ICD was explanted, replaced and was returned for analysis. Reportedly, impedance became normal just at the replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, visual inspection identified an arc mark on the front part of the implantable cardioverter defibrillator (ICD). Review of device memory found a shorted lead error code 1004. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. This caused multiple charge time exceeded faults (error code 1007) while the ICD was implanted. However, the product investigation could not confirm the clinical observation of safety mode status. B3 (date of event) was updated to 05/17/2021 as the investigation found that the code 1004 occurred on this date

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) switch into safety mode, a device status that permanently limits available therapy to specific settings. In addition, this ICD recorded a code 1007 message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Reportedly, this patient previously had a bypass surgery and this device was turned off for procedure. After the procedure, the pace impedance was high and the pacing threshold was elevated once the device was turned back on again. Patient came into the office for further evaluation. The patient denies having any shock therapy recently. Subsequently, this ICD was explanted, replaced and was returned for analysis. Reportedly, impedance became normal just at the replacement procedure. No additional adverse patient effects were reported.